Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to non- boston scientific right ventricular (rv) lead fracture that led to noise and an inappropriate shock being delivered. No system replacement was performed. No additional adverse patient effects were reported.